Event description:
Olympus was informed that in the middle of a unspecified procedure,while transecting the mesosalpinx, the teflon pad became detached from the grasping section of the device. The intended procedure was successfully completed with the same device. There was no pt injury reported. Olympus has followed up with the user facility to obtain additional info regarding the reported incident, but limited info was provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented. The instruction manual warns users: "this type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section."